Event description:
It was reported that the customer experienced a cartridge alarm 31 during the pumping process. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy. A replacement pump with updated software was arranged to be sent to the customer, and cts provided guidance on returning the malfunctioning pump. The customer understood and acknowledged all instructions provided by technical support.